Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a lab comparative. However range provided was outside the reading range of the meter. Reporter stated meter read 560-570 mg/dl and lab measured in the 230's mg/dl. No treatment information was reportedly provided and controls were alleged to pass. A request was made for the return of the suspect device and replacement product was sent.